Manufacturer narrative:
Sae (B)(4) version 2 (initial report) sculptra aesthetic. CAPA:the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was valid. Pharmacovigilance comments: the serious events of hypersensitivity and urticaria were considered expected and possibly related to the treatment. Serious criteria included the need for urgent medical intervention including administration of intramuscular epinephrine, intramuscular triamcinolone, oral prednisone, oral diphenhydramine and pepcid in the local emergency room; followed by oral steroid taper and diphenhydramine therapy for one and two week period, respectively. The case meets the seriousness criteria for expedited reporting to regulatory authority. (B)(4).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 30-jan-2018 and a follow-up report on 05-mar-2018 and on 30-may-2018 by a registered nurse (rn) which refers to a (B)(6)year old female patient. The patient had a fitzpatrick skin type iii-IV. The patient's medical history included colitis and a sulfa allergy, but was reported as otherwise healthy. Concomitant treatment included dysport on (B)(6) 2018. The patient had in the past received sculptra to her face on (B)(6) 2015 with no reaction. On (B)(6) 2018, the patient received treatment with 14 ml of sculptra aesthetic (lot a6113) to the face area with a 25 gauge needle using a bolus fanning technique. The sculptra was mixed with bacteriostatic water 6 ml and lidocaine 1% 1 ml. On (B)(6) 2018, 10 minutes after the injection, the patient developed hives (urticaria) to the face area precisely where she was injected the over about the next 10-15 minutes the hives progressed down the trunk to full back then to bilateral circumferential arms then legs until the entire body was covered in hives, including the feet and hands. The patient was medicated for an allergic reaction (hypersensitivity). The patient was not getting better so 911 was called. The reporter visited the patient in the ER (emergency room) and approximately 2 hours later the hives had resolved. The patient continued to have hives on and off for two weeks post injection and was on benadryl [diphenhydramine hydrochloride] and a medrol dose pack [methylprednisolone] post injection for one week then benadryl [diphenhydramine hydrochloride] and claritin [loratadine] for a total of 2 weeks, the events then resolved. Treatment on (B)(6) 2018 included: prednisone 40 mg po, zantac [ranitidine hydrochloride] 150 mg po, benadryl [diphenhydramine hydrochloride] 50 mg po, epi [epinephrine] 0.3 mg im, kenalog [triamcinolone acetonide] 40 mg im and pepcid [famotidine] in ER. On (B)(6) 2018 the reporter stated, the patient was sent to the ER (emergency room) and given IV steroids and discharged from the ER on the same day. The practitioner reported that the symptoms had resolved. Per the reporter, no serious criteria applied to this case. Outcome at the time of the report: hives was resolved. Allergic reaction was resolved. Tracking list: 05-mar-2018: date and treatment for event and outcome of event updated. Fu 30-may-2018: patient identifier, age, gender, fitzpatrick skin type, medical history, allergy, previous sculptra use, date of current sculptra injection, area injected, technique and needle used, lot code and volume used, event time, treatment for events in ER, progression of event, severity, new event added, outcome, seriousness. Case was upgraded to serious on this follow-up report.